Event description:
It was reported that this implantable defibrillator was explanted for an unknown reason, and replaced with a new one. No additional adverse patient effects were reported. A good faith effort has been submitted to obtain additional information and device return.

Event description:
It was reported that this implantable defibrillator was explanted for an unknown reason, and replaced with a new one. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
The returned autogen device was was thoroughly inspected and analyzed. All testing completed on the device passed or was not applicable, therefore no problem was detected.